Event description:
It was reported that a warehouse found an roi-c cage that is fractured and a plate that has a bent arm during inspection after they were returned from a hospital. Follow-up with the distributor determined the anchors were too small for the patient's vertebral body. The cage and anchors were removed and replaced with another larger size. Surgery was delayed approximately 30 minutes. This is report one of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2022-00062.

Manufacturer narrative:
Device evaluation the devices were returned in a contaminated state so only a visual inspection was able to be performed. The arms of the plate appear to be bent inwards and the cage was cracked around the plate point of entry. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excess force applied during removal. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Device usage this device is used for treatment a follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a warehouse found an roi-c cage that is fractured and a plate that has a bent arm during inspection after they were returned from a hospital. Follow-up with the distributor determined the anchors were too small for the patient's vertebral body. The cage and anchors were removed and replaced with another larger size. Surgery was delayed approximately 30 minutes. This is report one of two for this event.